Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on two leads that had been programmed to unipolar. When tested in bipolar, impedances on both leads were >2500 ohms with erratic behaviors. The patient was hospitalized for a syncopal episode. A technical services (ts) consultant discussed possible bipolar lead fractures with normal unipolar impedances on both leads. It was reported that autosense was programmed on and the noise was sensed. No lead integrity issue was observed in unipolar. The noise may have been due to the unipolar setting itself. Ts discussed turning autosense off and programming fixed sensing since good p- and r- wave measurements were seen in unipolar. Also, sensitivity could be decreased to not sense the noise, as we have possible pacing inhibition given the patient's syncopy.